Event description:
A peritoneal dialysis (pd) patient's nurse reported that fluid was found leaking from the patient's cycler following treatment. There were no alarms from the cycler and the patient stated that the fluid was coming from the cassette. The set was discarded. During follow up the pd nurse reported that the patient's effluent remained clear. Cultures had been taken and remained negative. The patient has not had any signs of infections. She was treated with prophylactic antibiotics. No adverse event reported at this time.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation. This report is associated with MDR 8030665-2014-00331 and 00332.